Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, when connected to the device, high impedance measurements were observed. Additionally, there was no atrial sensing or capture. An attempt was therefore made to retract the helix; however, it was unable to be retracted. The lead was surgically abandoned. No adverse patient effects were reported.